Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, it smelled like burning and actually saw smoke coming from power supply. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation, it smelled like burning and actually saw smoke coming from power supply. Maximum attempts made to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.